Event description:
It was reported that: "staples jamming." The issue was identified prior to use during inspection." Associated complaints: 3003898360-2025-00377, 3003898360-2025-00395 and 3003898360-2025-00400.

Manufacturer narrative:
(B)(4). Failure mode "misfire/jamming - info not provided" could not be confirmed with picture attached. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. DHR investigation did not show issues related to complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "staples jamming." The issue was identified prior to use during inspection." Associated complaints: 3003898360-2025-00377, 3003898360-2025-00394, 3003898360-2025-00395 and 3003898360-2025-00400.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The reported complaint was not able to be confirmed by the photo. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned with the trigger not engaged, and there were no signs of biological material on the device. The stapler was received with 34 staples left in the cartridge, indicating at least 1 staple was fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. No functional problem was found with the returned sample. Per DHR the product visistat 35r 6/box lot # 73h2300739 was manufactured on 08/21/2023 with a total of (B)(4). Lot was released on 09/06/2023. DHR investigation did not show issues related to complaint. The reported complaint of "misfire/jamming - info not provided" could not be confirmed based upon the sample received or the customer photo. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.